Event description:
Harmonic was used during case, initially was working properly. After some use started to alarm. When device was in patient an error occurred that said to remove from patient, device was removed from patient. The machine than said to clean tip, once this action was completed another message said to activate outside of patient. After trying to activate the device, a new message that said error detected with instrument. Do not use. Harmonic removed from field and new device opened. No patient harm. Case completed with new device. (B)(6). Lot: c9et6z. Expiration: 07/31/2029.